Event description:
It was reported that a pt experienced a return of symptoms with increased baseline spasticity, "for some time now". A dye study was conducted to check the catheter, the catheter was confirmed to be disconnected from the pump. The hcp planned to schedule a revision surgery. The hcp wanted to prime the catheter "just in case the pt was getting some drug". The total catheter volume (tvc) recorded in the pump was 0.0022 mls of lioresal. The hcp planned to check the pt's records and/or contact the implanting physician to confirm an accurate tvc. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).